Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure one month prior. According to the complainant, during the procedure, the prolieve system displayed a "low-water level" warning and the unit stopped. After re-filling the cartridge the same warning occurred and the procedure was aborted. The pt was reported to be "stable." Note: the event, as reported, did not reflect an MDR-reportable scenario; however, eval of the returned device, which was completed four months later, revealed an MDR-reportable malfunction. This manufacturer report is submitted based on the eval results.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, represents the prolieve catheter; a part of the kit. A visual examination of the returned device revealed no apparent signs of damage or imperfections. Further analysis found a pin hole in the anchoring balloon which began leaking when filled with water.